Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: difficult to open or remove packaging material.

Event description:
Healthcare professional reported "implant was intact and still used for the case with no other issues besides the tivek paper. The paper was shredding on both the inner and outer packaging upon opening. The paper lid did not come off in one solid piece as the other implants do when opening. Leaving fibers that end up in the sterile area where the implant is". This record is for unknown side. The device remains implanted.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ tyvek or thermoform sticking: observed delamination of inner and outer lid through visual inspection. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "implant was intact and still used for the case with no other issues besides the tivek paper. The paper was shredding on both the inner and outer packaging upon opening. The paper lid did not come off in one solid piece as the other implants do when opening. Leaving fibers that end up in the sterile area where the implant is". This record is for a left side. The device was explanted and it was returned.

Event description:
Healthcare professional reported "implant was intact and still used for the case with no other issues besides the tivek paper. The paper was shredding on both the inner and outer packaging upon opening. The paper lid did not come off in one solid piece as the other implants do when opening. Leaving fibers that end up in the sterile area where the implant is". This record is for a left side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b6.